Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the customer's doctor advised her to stop use of the insulin pump due the date and settings are being changed on its own. The device is also continues to beep and she is unable to clear it. Customer stated the doctor will set up the time and settings and then later they will be incorrect. Customer had removed the battery to stop the device from beeping. She then inserted the battery and the device had alarmed battery out limit. Customer was advised the alarm was normal as the batteries were left out for an extended period of time. The customer was assisted with clearing the alerts, as the device had alerted missed bolus reminder and low reservoir. Also to blunt object prime was performed to get out of the rewind mode. Customer was advised the device needs to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip.